Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a replacement due to previous device not working. Patient indicated the device was hurting them and indicated they had a staph infection. The patient reported the device was too big and bothering them. The patient reported when they had new device put in and that was when they saw the staph infection at ins site. Unknown how long it was there and unsure if that was the cause or if device was too big and hitting nerve endings. No further complications reported and/or anticipated at this time.